Event description:
Vessel sealer stopped cauterizing immediately after initial use in procedure. Instrument was replaced with a new vessel sealer. Defective instrument taken to sterile supply for cleaning in preparation for return to intuitive.